Event description:
Additional information received reported that the implantable neurostimulator (ins) replacement occurred today. A manufacturing representative checked impedances and they were within normal limits. The patient was feeling stimulation in the areas she needed. The ins was going to be sent back to the manufacturer for analysis.

Event description:
It was reported that there were question marks (???) In impedance results. The results were as follows: 04 was 690ohms; 05 and 06 and 07 were ??; 17 was ?; 37 was ??; 45, 27, 46, 56, and 47 were ??, and all others were 690 ohms. It was recommended to increase the default test values and re-run the test. Retested impedances at 2 volts and pulse width of450 microseconds with results as follows: 1 was 784 ohms, 2 was 988 ohms; 4 was 988 ohms; 15, 17, and 24 were 981 ohms; 34 was ??, and 47 was ??, with all electrode impedances were between 784-988 ohms. All other pairs with 3, 4, and 7 were normal range. Longevity calculation was performed for an estimate of implantable neurostimulator (ins) battery life, the ins was currently at 2.6 volts at the time of the report, which was nearing low but not going to hit low imminently. The calculations were based on ¿1.6, amplitude of 2.3 volts, 300 both 50 hertz¿ and used it on and off 8-12 hours per day, at 12 hours use per day, was 120 months. The patient did not have any therapy issues and the values of ¿???¿ did not resolve. It was later reported that the impedances were ran a second time and most of the ¿???¿ went away. The patient¿s battery was ten years old and the healthcare provider (hcp) suggested going to consult to replace the battery. The patient was meeting with another hcp on the 27th for a consult. About a month later it was noted that the patient was going forward with the battery replacement, but a date had not been set yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a battery replacement on dec-17. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 3487a, lot# l19955, implanted: (B)(6) 1991, product type: lead. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 3487a, lot# l19274, implanted: (B)(6) 1991, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3998, lot# lb6949, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. (B)(4).